Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Implant date: lens was not implanted explant date: lens was not implanted, therefor not explanted initial reporter - telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) broke in the operating room during handling. There was no patient contact. Another lens was implanted instead. Through follow-up it was learned that the lens was defective as described that when injecting the iol, it had a notch. Because he did not have a back up lens, he had to use a monofocal lens from their stock. Only the tip of the cartridge was in contact with the patient´s eye. As the patient is highly myopic, patient is happy with the monofocal lens. The cylinder will be removed with excimer laser. The suspect iol is not available for return. No additional information was provided.